Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting the cassette. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair. This device has not been in for servicing. Visual inspection found worn upstream occlusion (uso) seal. Error log review found multiple downstream occlusion (dso) alarms. Customer reported problem of pump not detecting cassette was not duplicated. During the functional test, the device passed all tests with no issues. However, due to alarms found in the event log, the dso sensor was replaced as a preventative maintenance. Device passed all functional tests after the repair.